Event description:
It was reported that a patient underwent a posterior lumbar fusion at l3-l5 to treat spondylolisthesis. 2 days post op it was reported that the patient complained of pain during motion. It was found that the l5 left screw deviated a bit inwardly and that caused an ossicle compressed nerve root. A revision surgery is scheduled for decompression and replacement of a screw.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.